Manufacturer narrative:
At this time, no further information is available. Should relevant additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds discovered 3 months after implantation. A decision was made to revise this lead. During the procedure the physician was not able to retract the helix. The helix mechanism was rotated at least 80 times, but this was unsuccessful. This lead remains in service. The threshold measurements were of 3.6v at 1.8ms. The physician decided to continue to monitor this patient. No additional adverse patient effects were reported.